Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted on (B)(6) 2018 and revised and replaced on (B)(6) 2020 due to a pump malfunction. Additional information received indicated that the pump was not working. There was a crack in the tubing. When the cylinders were removed there was an obvious break in the stress relief of the left cylinder. Revision procedure completed successfully; pump and cylinders removed and replaced. As the surgeon was convinced this was the leak area, he chose to leave the original reservoir from 2018 and use for the new cylinders. He did test this reservoir with 110ml of fluids leaving for 5 minutes to ensure no leakage. A titan touch pump and two cylinders were received for evaluation. The inlet tubing was detached to allow for testing. Examination and testing of the returned components revealed a separation next to abrasion at the strain relief and exhaust tubing of cylinder 1. Testing revealed this to be a sight of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tubing of cylinder 2. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing and on the detached inlet tubing. No functional abnormalities were noted with the pump, cylinder 2, or detached inlet tubing. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the serialized exhaust tube was overlapping the non-serialized exhaust tube of the pump. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, pump not working. Revised. Additional information received: (B)(6) 2020 6:59 pm when cylinders were removed there was an obvious break in the stress relief of the left cylinder. Revision procedure completed successfully; pump and cylinders removed and replaced. Device to be returned. Additional information received (B)(6) 2020: as surgeon was convinced this was the leak area, he chose to leave the original reservoir from 2018 and use for the new cylinders. He did test this reservoir with 110ml of fluids leaving for 5 minutes to ensure no leakage.